Event description:
It was reported the device was recording false asystoles. The device was electively removed. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device showed undersensing and possible false asystole events. No anomalies found during device analysis.